Event description:
It was reported that a patient with a preloaded toric intraocular lens (iol) will be undergoing an iol exchange. The patient is unhappy post surgery due to the high amount of cylinder. Vision post-operative refraction : -1.00 and the cylinder +4.50 visual acuity (va)- 20/100. Through follow up it was learned that the iol was explanted from the patient's operative eye and replaced by another johnson & johnson lens, model dib00 23.5 diopter. There were no medical/surgical intervention outside of standard care required. The patient was doing fine when discharged. The iol is not available for return. No further information was provided.

Manufacturer narrative:
Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.